Manufacturer narrative:
(B)(4). Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. However, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that eleven (11) years post-implantation of this 25mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic insufficiency secondary to a ruptured leaflet of the bioprosthetic valve. Echo found the aortic valve regurgitation likely to be secondary to leaflet tear/degenerative change. Patient was turned down for a third open heart surgery due to the markedly elevated risk with a third operation. A 26mm transcatheter valve was implanted successfully. The insufficiency reduced to trivial, left ventricular end-diastolic pressure dropped 10 mmhg, and the mean gradient by echo was 7 mmhg post-procedure. Patient was transferred to the surgical intensive care unit in good, hemodynamically stable condition.